Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00490-100. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 : h6: the device will not be returned to ventec for evaluation. The authorized third party service provider (asp) will evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: upon further consideration, the authorized service provider (asp) elected to return the device to ventec for evaluation. The device was evaluated by ventec where the reported issue of it delivering low vte (exhaled tidal volume) could not be confirmed. During testing, however, ventec observed that the device was instead delivering higher than expected vte. Ventec replaced the internal flow transducer (ift) and external flow module (efm) to resolve the observed issue, which could have also caused the low vte that was originally reported. Proper device operation was then observed through functional and performance testing. The investigation determined that the likely cause of the reported issue was the ift and efm.